Event description:
It was reported that the cord between the handpiece and the battery pack was cut after the completion of the procedure. The batteries became hot and leaked. There was no patient involvement and no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. The instructions for use provided with this device outline the procedure for safe removal of the batteries. The IFU also contains a warning that states: "warning: do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire."